Event description:
Caller reported malfunction on pump, identified as malf 12. There was no adverse impact to customer¿s blood glucose level. Customer received guidance from technical support to reset pump, successfully reset, and instructed to call back if problem recurs. Customer acknowledged instructions and continued to use pump without issue.